Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 11045 roselle street city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high bg and it was addressed by correction bolus due to adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026.